Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to inspect and clean various parts of the pump, follow on-screen instructions, and complete the load process. After trying a second new cartridge, the error did not recur, resolving the issue. Technical support advised the customer to monitor the system performance, and no cartridge replacements were necessary.